Event description:
It was later reported that the patient was still having concerns with his device or therapy but was working with his hcp or manufacture representative. It was also noted the patient has not sought further help. The patient continued to have concerns regarding reimbursement and refills etc.. The patient also had an appointment 8/21/13 for a refill with the tech.

Event description:
It was reported, the patient had concerns regarding ¿restrictions¿ from insurance companies, the government etc., regarding the quantity of medication used at refills, i.e., only allowing 20ml can be filled at one time (even if a 40ml pump). The patient was about to decide when the battery needed to be replaced in the next few months to not have the pump replaced but just have it removed as the pain pump had ¿too many issues¿ associated with it and the patient couldn¿t trust the pain pump would be forced to be discontinued due to all the ¿problems¿, which the patient felt included the lack of hcp who will treat pain pump patient¿s due to loss of revenue or not being reimbursed for the cost of medication which the patient had been fighting to keep his pain pump. The pump was used to deliver fentanyl and bupivacaine

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2007 (B)(6); product type catheter. (B)(4).